Manufacturer narrative:
The pod will not be returned for eval. Unable to confirm any issue related to the pod's adhesive that may have resulted in the customer's adverse skin condition. The omnipod user guide instructs patients to check the infusion site daily for signs of infection such as pain, swelling, redness, discharge or heat. If there are signs that the site may be infected, the pt is advised to immediately remove the pod and apply a new one, contact a health care provider and treat the infection according to the health care provider's instructions. The customer followed these instructions per the user guide and contacted her doctor, who prescribed a skin barrier product to help protect the affected area.

Event description:
The customer reported that she has been "having irritation with the pod." She uses "alcohol to prep the area" prior to applying a pod, but is experiencing a "red rash in the abdomen area." As a result, her doctor prescribed a "no sting barrier film" to protect the site. The pod will not be returned for eval.